Manufacturer narrative:
The reported event was a use error. The home patient's nurse has reviewed proper procedures with the home patient.

Event description:
The home patient (hp) contacted a global technical service rep (gtsr) and reported her transfer set separated from the titanium adapter and connected her transfer set back together during therapy. Although the patient did receive prophylactic antibiotics (vancomycin 1g intraperioneal), there was no further patient injury or medical intervention associated with this incident.